Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that there was undersensing of ventricular tachycardia (vt), ventricular fibrillation (vf) episodes and there was t wave oversensing noted on the implantable cardioverter defibrillator (ICD). Programming changes were made. Patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that undersensing was noted on the device not oversensing.